Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak. The original device with the leak has been discarded. A failure investigation could not be performed.

Event description:
Customer reported that an extension set is leaking where the minibore tubing inserts into the plastic winged gripper. The customer is changing the extension set once a week. The extension set needed to be changed out early due to the leak. Customer states no further pt or event info is available. The leaking set has been discarded.